Event description:
During use for cardiopulmonary bypass, the level sensor module erroneously reported a low blood level condition. The user disabled the level detection system for the remainder of the procedure. There were no adverse consequences to the pt as a result of this event.